Event description:
It was reported asymptomatic patient presented to clinic for non sustained rv oversensing. Device was post paced t wave oversensing on ventricular channel. Programming changes were made during device check. No symptoms were reported.